Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). Scraper damaged. The analysis results found that the b12lt device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. In addition, the scraper was found to be torn; however, this finding is not related to the incident reported. No incident related to the reported event was observed during the batch record review.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Event description:
It was reported that during a laparoscopic gastric band procedure the device was leaking, instruments were inserted but do not know which devices. Another device was used to complete the case with no patient consequence. The surgeon stated that the patient was complaining of more shoulder pain post-op. The surgeon thinks it may be due to the increase in the flow of the co2.